Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: five photos were provided to our quality team for investigation. Through visual inspection, a leakage at the luer connection was observed. A device history review was performed for suspected lot 2004297, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Sixty sealed samples of lot 2004297 which were previously provided by your facility were used for additional evaluation. The product was visually inspected, no defects or damage was noted in the syringe or syringe tip and testing verified the product met required specification. Leakage testing was also performed, in all cases no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Results were reviewed for the reported lot and no issues related to this incident were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that 10 syringe 50ml ll leaked during use. The following was reported by the initial reporter: "after drawing chemo drug, leakage occurred from the tip. The customer asked bd to exchange other batch#. Drug on syringe. 09dec2020: email sent regarding sample status and contamination."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 syringe 50ml ll leaked during use. The following was reported by the initial reporter: "after drawing chemo drug, leakage occurred from the tip. The customer asked bd to exchange other batch#. Drug on syringe 09dec2020: email sent regarding sample status and contamination".